Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during priming, two system advisories displayed. During a vitrectomy procedure, the system shut down twice mid case. The doctor proceeded with the laser portion of the case. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. No service has been performed since there was no further communication received from the customer. The system was manufactured on october 30, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).